Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
It was determined a defined lot of sample tubes in use at the customer site were the root cause of the event. The sample tubes were not manufactured by roche diagnostics. No adverse events were reported.

Event description:
The customer received questionable c-reactive protein (crp) and glucose results on their c501 analyzer. The customer provided data for four patients, of which two had discrepant results reported outside the laboratory. The first patient had an initial crp result of 0.0 mg/l. The physician questioned the result because about 12 hours prior, the patient's crp result was much higher. He requested a repeat test. The repeat result was 111.5 mg/l. On (B)(6) 2011, the second patient, a female born on (B)(6), had an initial crp result of 2.4 mg/l. The doctor said the result could not be true because the patient had a crp result of 143 mg/l the previous day. The sample was repeated on another analyzer and the result was 186.7 mg/l. The doctors reacted right away so no harm was done to the patients. The crp reagent lot number was 648814 and the expiration date was not provided. The field service representative adjusted the sample probe. He adjusted the inner and outer wash on the r1 and r2 probes. He replaced the r1 and r2 probes. While doing extra checks, he discovered a small teflon piece was missing between the sample probe and the tube. It is unclear when these tasks were performed. On (B)(4) 2011, he mounted inserts on almost every rack the customer had. On (B)(4) 2011, he checked the sample probe under a microscope and there were little marks on the tip of the probe. He changed the probe. He ran precision checks on several applications and it looked very good. On (B)(4) 2011, he replaced the plunger in the sample syringe together with the seal piece. The whole sample syringe assembly was changed. The liquid level detection board in the sample arm head was replaced. The tube from the syringe to the probe was cleaned. The sample probe adjustments were checked. The external wash was checked and adjusted down a little. A precision check was run and it looked very good. On (B)(4) 2011, he checked the pressure sensor and found some rust looking debris on top. The sensor was changed. R1 and r2 probe adjustments were checked and adjusted. Controls looked ok. Over two days, an application specialist checked all the samples in the laboratory. She did not find any oil, micro clots, or other abnormal particles on the surface of the tubes. She did not notice any gradients of platelets or other particles in the plasma layer. There were no gel particles in the plasma layer and all gel was located where it was supposed to be between the cells and the plasma layer.